Event description:
Event description guidant received information that the patient with this pacemaker and implantable lead had high ventricular threshold measurements and the caller was unable to determine if the beats were paced or fused. Electrograms of ventricular tachycardia episodes were stored with a ventricular paced event followed by a ventricular sensed event. Loss of capture was suspected.